Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger; product ID: 37751 serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the pin was in ins recharger (insr) and patient wasn¿t home, so he didn¿t have pliers. Patient said the insr was not charging up. A replacement desktop charger would be sent to patient. It was noted the ac adaptor connector pin was broken. Additional information from patient was received on sept-11-2018. Patient stated they received the replacement desktop charger (dtc) and the issue hadn¿t been resolved, the insr showed it needed to be plugged in. They had talk to the rep because the cord didn¿t resolve the issue, patient was in more pain than he normally was because stim stopped 2 days ago. A replacement recharger would be sent to patient and recharger was still not charging. No further complication and no symptoms were reported.

Manufacturer narrative:
Continuation of d11: product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 37751 lot# serial# (B)(4) implanted: explanted: product type recharger h6: all fdm, fdr, fdc applied to pli desktop charger h3: device was returned and no analysis was anticipated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), serial# (B)(4), product type: recharger, product ID (B)(4), serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found that connector pin broken. Fdc and fdm applied to desktop charger medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.